Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 305165. Batch#: 2228053. It was reported by the customer that the silicone oil (lubricant) used on the bd part is forming a viscous ¿complex¿ particle with reconstituted drug product in wfi inside the vial, resulting in failed / out of spec for visual appearance - particles verbatim: rcc received a complaint via email. The silicone oil (lubricant) used on the bd part is forming a viscous ¿complex¿ particle with reconstituted drug product in wfi inside the vial, resulting in failed / out of spec for visual appearance - particles.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. It was reported the silicone used on the bd part is forming a viscous particle with the reconstituted drug product resulting in a failed visual appearance. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, six photos were provided for evaluation by our quality team. Two photos show the packaging blister top web, one photo shows four vials with solution, and the remaining photos show a particle with an elongated shape. No other information could be obtained from the photos. A device history record review was completed for provided material number 305165, lot 2228053. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be determined.